Event description:
Smiths medical international ltd has been notified of an incident which occurred involving a tracheal tube, blue line with profile soft-seal cuff. It is reported that in august the pt was admitted to ICU of hosp. The tracheal tube was applied and connected to the ventilator. Spo2 was 60-70%. No improvement was seen after increase of fio2. September the pt was transferred to a general ward and their family accompanied. The position (depth) of the tracheal tube was monitored every 2 hours. The next day at 23:45 after the family left the ward, a nurse heard an alarm sound and found that the tube was disconnected. The physician re-inserted the tube and tried to resuscitate the pt using a bag mask, but the pt died.